Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 25 mmol/dl. Customer stated that they had issue with the infusion set. Customer treated high blood glucose level by changing infusion set. Customer¿s current blood glucose level was 15.8 mmol/dl. Customer had been using the insulin pump system within 48 hours of reported event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.